Manufacturer narrative:
(B)(4). Eval summary: the analysis results for the el5ml device found that it was returned with the cam broken. The device was cycled and ejected the remaining clip due to the cam condition. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unk procedure when firing, a part of the shaft was broken and it fell into the pt. It was at the second time clipping to block the bile duct. The broken piece was already removed. There were no adverse consequences to the pt.